Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation in-going.

Event description:
Country of complaint: (B)(6). While putting the glue on the skin, it occurred a kind of a deflagration, including smoke. The glue turned its color to dark brown. The skin began to burn strongly, the glue was hardened instantly. Checked the delivered batches (B)(4) does not exist. The claimed batch is (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none, picture of the would, which are not included in this summary report. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. According to the picture received, the wound was not enough clean and dry, there were blood present in the area. When histoacryl gets in direct contact with the blood of the wound the reaction is very fast, it cannot be discarded smoke formation in the wound area and also heat. In the precautionary measures on application in the instructions for use of the product are described these effects: "during closure of smooth and fresh skin wounds it should be ensured that the edges of the wound have been thoroughly cleaned, debrided and properly apposed before applying histoacryl. Histoacryl generates a small amount of heat during polymerization and should not be applied to tissues that may be affected by such heat. Assure haemostasis, close the dermis as needed, and assure that surface edges are easily apposable before applying histoacryl. The areas to be joined should be as dry as possible." Also in the side effects paragraph: "the use of this product leads to an exothermic reaction. During the closure of smooth and fresh skin wounds the inappropriate application of too thick layer of adhesive can lead, upon polymerization, to thermal damage of the tissue." Also in the picture received by the OEM manufacturer, the ampoule shows a brown area in the tip. It is assumed that is histoacryl mixed with the blood present in the wound. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.